Event description:
Patient was revised due to pain, metal ion levels, metallosis and a large amount of brownish/black fluid.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 3/22/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient had pain, was unable to perform job, stand for any amount of time, be on long rides, walk up and down stairs or turn over in sleep. Stem and taper sleeve added to complaint for allegation of elevated metal ion levels without lab results. The complaint was updated on: apr 11, 2016.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd capa001226. Ongoing post market surveillance is conducted per our procedures for this product if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.